Manufacturer narrative:
Serial #, lot #, expiration date; if explanted give date; device manufacture date; corrected data: initial report inadvertently listed wrong product information and explant date.

Event description:
It was reported via clinic notes that the patient's seizures decreased in intensity and the last seizure was 1 1/2 months ago. Later information revealed that the patient underwent revision surgery due to a lead fracture. Attempts for further information have been unsuccessful to date.

Event description:
On (B)(6) 2012, it was discovered that the vns patient's high impedance was already reported on manufacturer report number 1644487-2009-01571.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.